Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / the right side of my body were the right coil puncture my uterus"), device expulsion ("migration of essure device -coil was sitting plaintiff uterus") and genital haemorrhage ("abnormal bleeding") in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation done on the same day of insertion" and device physical property issue "metallic coil in the right cornu is longer than the left". The patient's past medical history included multigravida, parity 3 ((B)(6) 1990, (B)(6) 1994, (B)(6) 1998), arthritis, chickenpox, gallbladder disorder, cholecystectomy and vaginal delivery. She denies pain, fever. Family history included bone cancer, cervical cancer, diabetes, hypercholesterolemia, ovarian cancer and stroke. Concomitant products included anaesthetics (anesthesia), atenolol (tenormin) since (B)(6) 2013, calusterone since (B)(6) 2013, conlunett (ortho-novum) since (B)(6) 2013, dicycloverine hydrochloride (bentyl) since (B)(6) 2013, epinephrine (epipen) since 2000, ibuprofen (motrin) from 2010 to 2013, meclozine hydrochloride (antivert) since (B)(6) 2013, midol [acetylsalicylic acid, caffeine, cinnamedrine] from 2009 to 2013, naproxen, panadiene co (tylenol #3) since (B)(6) 2013, vicodin since (B)(6) 2013 and vitamins since 2000. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / pain after sex on that side"). In 2009, the patient experienced depression ("depression") and weight increased ("weight gain"). On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced tooth disorder ("dental problems"), alopecia ("hair loss"), sciatica ("sciatic nerve pain"), the first episode of dizziness ("dizziness") and nausea ("nausea"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced hypertension ("hypertension"). On (B)(6) 2014, the patient started bactrim at an unspecified dose and frequency. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), pain ("physical pain"), hypersensitivity ("hypersensitivity reaction") with rash, rash pruritic, rash papular and acne, the first episode of mood swings ("mood swings"), vaginal infection ("vaginal infection") with vaginal discharge, cystitis ("bladder infection"), migraine ("migraines"), headache ("headaches / sharp electrical jabs on left side of head"), coccydynia ("jabbing in the tail bone"), hypoaesthesia ("numbness / numbness on right side of face or facial spasm/numbness that goes down to my toes and up to my shoulder"), the second episode of mood swings ("mood swings"), abdominal distension ("severe & persistent bloating / gassy"), menstruation irregular ("irregular period"), menorrhagia ("periods were heavy bleeding / blood clotting w/period,"), groin pain ("groin pain (felt like plaintiff did splits and hurt)"), the second episode of dizziness ("dizziness"), feeling abnormal ("felt like walking on pins/needles"), hypertrichosis ("hair growth in unexplained areas"), decreased appetite ("lack of appetite"), dysstasia ("could not sit long or stand long without experiencing pain / could not sit with legs cross without pain"), breast pain ("sore breast"), galactorrhoea ("lactated but was never pregnant"), swelling ("swelling"), disturbance in attention ("easily loose focus"), dysgeusia ("metal taste in mouth"), hot flush ("hot flashes"), cold sweat ("cold sweat"), abdominal discomfort ("stomach felt heavy and hard") and gait disturbance ("legs would sometime give out from under when she walking,"). The patient was treated with surgery (hysterectomy and bilateral removal of the fallopian tubes) and surgery (hysterectomy and bilateral removal of the fallopian tubes). Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, pain, hypersensitivity, hypertension, dysmenorrhoea, fatigue, alopecia, vaginal infection, cystitis, migraine, headache, depression, weight increased, nausea, the last episode of mood swings, abdominal distension, menstruation irregular, menorrhagia, groin pain, feeling abnormal, hypertrichosis, decreased appetite, dysstasia, breast pain, galactorrhoea, swelling, disturbance in attention, dysgeusia, hot flush, cold sweat, abdominal discomfort and gait disturbance outcome was unknown and the dyspareunia, sciatica and hypoaesthesia had not resolved. The reporter considered abdominal discomfort, abdominal distension, alopecia, breast pain, coccydynia, cold sweat, cystitis, decreased appetite, depression, device expulsion, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, dysstasia, fatigue, feeling abnormal, gait disturbance, galactorrhoea, genital haemorrhage, groin pain, headache, hot flush, hypersensitivity, hypertension, hypertrichosis, hypoaesthesia, menorrhagia, menstruation irregular, migraine, nausea, pain, sciatica, swelling, tooth disorder, uterine perforation, vaginal infection, weight increased, the first episode of dizziness, the first episode of mood swings, the second episode of dizziness and the second episode of mood swings to be related to essure (ess205). The reporter commented: the patient tolerated the procedure well. There were no complications. Diagnostic results: on (B)(6) 2013 patient had final pathologic diagnosis report resulted in cervix - mild chronic inflammation. Endometrium - weakly proliferative endometrium. Myometrium - adenomyosis. Fallopian tubes, bilateral - essure metallic coils identified. On (B)(6) 2013 patient had pregnancy test. On (B)(6) 2013 patient had final pathologic diagnosis resulted in uterus with bilateral fallopian tubes, laparoscopic robotic assisted hysterectomy with bilateral salpingectomy: cervix - mild chronic inflammation. Endometrium - weakly proliferative endometrium. Myometrium - adenomyosis. Fallopian tubes, bilateral - essure metallic coils identified. Specimen: uterus, bilateral fallopian tubes received in formalin labeled "uterus, fallopian tubes" is a 120 g uterus with an attached cervix that measures 9.5 x 5.5 x 4.5 cm. There are 2 detached fimbriated fallopian tubes in the same container that measure 6.5 cm in length by 0.7 cm diameter and 7 cm in length x 0.7 cm diameter. There is a partially transected metal coil device at the left corneal area and at the proximal end of the longer fallopian tube. The ovaries are not present. Red-tan adhesions are noted on the superior and posterior fundic serosa. The uterus is bivalved to reveal a 2.5 x 0.8 cm stenotic endometrial cavity and adenosis of the myometrium within the superior fundus. The endometrium is smooth,red-tan, and shows no gross lesions. The cervix and endocervical canal are grossly unremarkable. The serosa of both fallopian tubes is remarkable for multiple small quality fluid-filled cysts ranging from 0.1-0.2 cm in diameter. Sections through both fallopian tubes reveal metallic coil devices (essure inserts) present within both tubes. The coil appears to be present throughout half the length of the longer tube and less than half the length of the shorter tube. Sectioning of the right and left cornus reveals the remaining portion of the metallic coils. The metallic coil in the right cornu is longer than the left. Representative sections are submitted labeled a 1-a7. On (B)(6) 2014 patient had us pelvic and transvaginal non ob resulted in multiple longitudinal and transverse real-time sonographic images of the pelvis were obtained trans abdominally and transvaginal. The uterus is absent. Neither ovary is identified. The previously seen complex fluid collection in the pelvis is no longer identified. No pelvic mass is seen. Impression: status post hysterectomy. Interval resolution of previously seen complex pelvic fluid collection. Neither ovary is identified. On (B)(6) 2013 patient had CT abdomen pelvis without contrast resulted in CT abdomen and pelvis without contrast history: right flank pain. Evaluate for nephrolithiasis. CT radiation measurements: dose length product (dlp) 638.2 mgy-cm. CT dose index (ctdi) 12.35 mgy. Findings: lung bases are normal. No pericardial or pleural effusion is identified. Heterogeneous attenuation to the liver is noted, consistent with geographic fat deposition. Spleen, pancreas and bilateral adrenal glands are within normal limits. Surgical clips in gallbladder fossa are consistent with cholecystectomy. An extrarenal pelvis is noted in the right kidney. Left kidney is unremarkable. No nephrolithiasis or hydro nephrosis or ureteral calculus is seen. The bladder is unremarkable. An intrauterine device is identified within the uterus, with the intrauterine device extending to the very peripheral aspect of the uterine body. No lymph node enlargement or ascites the appendix is within normal limits. Impression- no nephrolithiasis or hydro nephrosis. Fatty liver. Intrauterine device in the uterus with the device extending to the very peripheral aspect of the uterine body. On (B)(6) 2007 patient underwent hsg test resulted in everything looked okay. Quality-safety evaluation of ptc: sample not available. Since quality unit have no valid lot number for this case, quality unit were unable to conduct a review of the manufacturing batch record. Quality unit are unable to confirm any quality defect or device malfunction at this time. Although quality unit were unable to confirm this complaint quality unit cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical event and a quality defect cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae (adverse event) cases cannot be evaluated. Most recent follow-up information incorporated above includes: on 1-feb-2018: case became incident in follow up, reporter added, patient demographics added, historical condition, concomitant condition added, concomitant drug added, lab data added, events added as follows-ablation, genital bleeding, hypersensitivity reaction, rash, rash pruritic, rash popular, hypertension, tooth disorder, dysmenorrhea, dyspareunia, fatigue, mood swings, alopecia, cystosis, vaginal infection, migraines, headaches, device expulsion, nausea, sciatica, pain, perforation of uterus,depression, vaginal discharge, weight gain, abdominal distension, abdominal pain lower, irregular periods, menorrhagia , pelvic pain, abdominal pain, groin pain, dizziness, feeling abnormal, acne, lack of appetite, dysstasia, sore breast, galactorrhoea, swelling, abdominal pain lower, disturbance in attention, metal taste in mouth, hot flashes, cold sweat, jabs in tail bone, difficulty walking, hypertrichosis, hypoaesthesia, device physical property issue. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / the right side of my body were the right coil puncture my uterus"), device expulsion ("migration of essure device -coil was sitting plaintiff uterus"), menorrhagia ("periods were heavy bleeding / blood clotting w/period,") and genital haemorrhage ("abnormal bleeding") in a 37-year-old female patient who had essure (ess205) (batch no: 621683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included bactrim. Other product or product use issues identified: device physical property issue "metallic coil in the right cornu is longer than the left" and medical device monitoring error "ablation done on the same day of insertion". The patient's medical history included multigravida, parity 3 (on (B)(6) 1990, on (B)(6) 1994, on (B)(6) 1998), arthritis, chickenpox, gallbladder disorder, cholecystectomy, vaginal delivery, carpal tunnel syndrome, hives, allergic urticaria, giddiness, ear disorder and labyrinthitis. She denies pain, fever. Previously administered products included for an unreported indication: norplant, yaz and mircette. Family history included bone cancer, cervical cancer, diabetes, hypercholesterolemia, ovarian cancer and stroke. Concomitant products included from 2010 to 2013, acetylsalicylic acid; caffeine;cinnamedrine (midol) from 2009 to 2013, anesthetics, atenolol (tenormin) since on (B)(6) 2013, calusterone since on (B)(6) 2013, codeine phosphate; paracetamol (tylenol with codeine no.3) since on (B)(6) 2013, dicycloverine hydrochloride (bentyl) since on (B)(6) 2013, drospirenone + ethinylestradiol (yasmin), epinephrine (epipen) since 2000, hydrocodone bitartrate; paracetamol (vicodin) since on (B)(6) 2013, meclozine hydrochloride since on (B)(6) 2013, mestranol;norethisterone (ortho novum) since on (B)(6) 2013, naproxen and vitamins nos since 2000. On (B)(6) 2006, the patient had essure (ess205) inserted. In march 2007, the patient experienced groin pain ("groin pain (felt like plaintiff did splits and hurt)"). In 2007, the patient experienced menstruation irregular ("irregular period"). In march 2008, the patient experienced sciatica ("sciatic nerve pain"). In 2008, the patient experienced breast pain ("sore breast"). In july 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"). In october 2008, the patient experienced abdominal distension ("severe & persistent bloating / gassy"). In november 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse) / pain after sex on that side"). In january 2009, the patient experienced fatigue ("fatigue") and depression ("depression"). In 2009, the patient was found to have weight increased ("weight gain") and experienced coccydynia ("jabbing in the tail bone") and paraesthesia ("felt like walking on pins/needles"). In july 2009, the patient experienced migraine ("migraines") and headache ("headaches / sharp electrical jabs on left side of head"). On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), 2 years 9 months after insertion of essure (ess205). In february 2010, the patient experienced disturbance in attention ("easily loose focus"). In june 2010, the patient experienced tooth disorder ("dental problems"). In july 2010, the patient experienced the first episode of dizziness ("dizziness") and nausea ("nausea"). In november 2010, the patient experienced dysstasia ("could not sit long or stand long without experiencing pain / could not sit with legs cross without pain"). In 2011, the patient experienced hypertrichosis ("hair growth in unexplained areas") and decreased appetite ("lack of appetite"). In 2012, the patient experienced galactorrhoea ("lactated but was never pregnant"). In may 2013, the patient experienced the first episode of mood swings ("mood swings"), hot flush ("hot flashes") and cold sweat ("cold sweat"). In september 2013, the patient experienced hypertension ("hypertension"), vaginal infection ("vaginal infection/vaginitis,") with vaginal discharge and cystitis ("bladder infection"). On (B)(6) 2014, the patient started bactrim at an unspecified dose and frequency. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), pain ("physical pain"), hypersensitivity ("hypersensitivity reaction") with rash, rash pruritic, rash erythematous and acne, the second episode of mood swings ("mood swings"), hypoaesthesia ("numbness / numbness on right side of face or facial spasism/numbness that goes down to my toes and up to my shoulder"), the second episode of dizziness ("dizziness"), swelling ("swelling"), dysgeusia ("metal taste in mouth"), abdominal discomfort ("stomach felt heavy and hard") and gait disturbance ("legs would sometime give out from under when she walking,"). The patient was treated with surgery (ablation and hysterectomy and bilateral removal of the fallopian tubes). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device expulsion, menorrhagia, genital haemorrhage, pain, hypersensitivity, hypertension, the last episode of mood swings, fatigue, alopecia, vaginal infection, cystitis, migraine, depression, weight increased, nausea, abdominal distension, groin pain, paraesthesia, hypertrichosis, decreased appetite, dysstasia, breast pain, galactorrhoea, swelling, disturbance in attention, dysgeusia, hot flush, cold sweat, abdominal discomfort, gait disturbance and vaginal haemorrhage outcome was unknown, the dysmenorrhoea and menstruation irregular had resolved, the dyspareunia, sciatica and hypoaesthesia had not resolved and the headache was resolving. The reporter considered abdominal discomfort, abdominal distension, alopecia, breast pain, coccydynia, cold sweat, cystitis, decreased appetite, depression, device expulsion, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, dysstasia, fatigue, gait disturbance, galactorrhoea, genital haemorrhage, groin pain, headache, hot flush, hypersensitivity, hypertension, hypertrichosis, hypoaesthesia, menorrhagia, menstruation irregular, migraine, nausea, pain, paraesthesia, sciatica, swelling, tooth disorder, uterine perforation, vaginal haemorrhage, vaginal infection, weight increased, the first episode of dizziness, the first episode of mood swings, the second episode of dizziness and the second episode of mood swings to be related to essure (ess205). The reporter commented: the patient tolerated the procedure well. There were no complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2007: total bilateral occlusion. On (B)(6) 2013 patient had final pathologic diagnosis report resulted in 1. Cervix - mild chronic inflammation 2. Endometrium - weakly proliferative endometrium. 3. Myometrium - adenomyosis. 4. Fallopian tubes, bilateral - essure metallic coils identified. On (B)(6) 2013 patient had pregancy test. On (B)(6) 2013 patient had final pathologic diagnosis resulted in uterus with bilateral fallopian tubes, laparoscopic robotic assisted hysterectomy with bilateral salpingectomy: 1. Cervix - mild chronic inflammation. 2. Endometrium - weakly proliferativeendometrium. 3. Myometrium - adenomyosis. 4. Fallopian tubes, bilateral - essure metallic coils identified. Specimen: a: uterus, bilateral fallopian tubes received in formalin labeled "uterus, fallopian tubes" is a 120 g uterus with an attached cervix that measures 9.5 x 5.5 x 4.5 cm. There are 2 detached fimbriated fallopian tubes in the same container that measure 6.5 cm in length by 0.7 cm diameter and 7 cm in length x 0.7 cm diameter. There is a partially transected metal coil device at the left corneal area and at the proximal end of the longer fallopian tube. The ovaries are not present. Red-tan adhesions are noted on the superior and posterior fundic serosa. The uterus is bivalved to reveal a 2.5 x 0.8 cm stenotic endometrial cavity and adenosis of the myometrium within the superior fundus. The endometrium is smooth,red-tan, and shows no gross lesions. The cervixand endocervical canal are grosslyunremarkable. The serosa of both fallopian tubes is remarkable for multiple small quality fluid-filled cysts ranging from 0.1-0.2 cm indiameter. Sections through both fallopian tubes reveal metallic coil devices (essure inserts). Present within both tubes. The coil appears to be present throughout half the length of the longer tube and less than half the length of the shorter tube. Sectioning of the right and left cornus reveals the remaining portion of the metallic coils. The metallic coil in the right cornu is longer than the left. Representative sections are submitted labeled a 1-a7. On (B)(6) 2014 patient had us pelvic and transvaginal non ob resuleted in multiple longitudinal and transverse real-time sonographic images of the pelvis were obtained trans abdominally and transvaginal. The uterus is absent. Neither ovary is identified. The previously seen complex fluid collection in the pelvis is no longer identified. No pelvic mass is seen. Impression: 1. Status post hysterectomy. 2. Interval resolution of previously seen complex pelvic fluid collection. 3. Neither ovary is identified. On (B)(6) 2013 patient had CT abdomen pelvis without contrast resulted in CT abdomen and pelvis without contrast history: right flank pain. Evaluate for nephrolithiasis. CT radiation measurements: 1. Dose length product (dlp) 638.2 mgy-cm. 2. CT dose index (ctdi) 12.35 mgy. Findings: lung bases are normal. No pericardial or pleural effusion is identified. Heterogeneous attenuation to the liver is noted, consistent with geographic fat deposition. Spleen, pancreas and bilateral adrenal glands are within normal limits. Surgical clips in gallbladder fossa are consistent with cholecystectomy. An extrarenal pelvis is noted in the right kidney. Left kidney is unremarkable. No nephrolithiasis or hydro nephrosis or ureteral calculus is seen. The bladder is unremarkable. An intrauterine device is identified within the uterus, with the intrauterine device extending to the very peripheral aspect of the uterine body. No lymph node enlargement or ascites the appendix is within normal limits. Impression- 1. No nephrolithiasis or hydro nephrosis. 2. Fatty liver.3. Intrauterine device in the uterus with the device extending to the very peripheral aspect of the uterine body. On (B)(6) 2007 patient underwent hsg test resulted in everything looked okay. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, irregular periods, nausea, vaginal bleeding ,dizziness, dysmenorrhea, weight increased, hypertension, headache, numbness, bloating, cramping. Quality-safety evaluation of ptc: sample not available. Since quality unit have no valid lot number for this case, quality unit were unable to conduct a review of the manufacturing batch record. Quality unit are unable to confirm any quality defect or device malfunction at this time. Although quality unit were unable to confirm this complaint quality unit cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical event and a quality defect cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae (adverse event) cases cannot be evaluated. Most recent follow-up information incorporated above includes: on 14-dec-2018: plaintiff fact sheet received, reporter added, aka added, demographic updated, essure insertion and removal date updated, lot number added, event added- vaginal haemorrhage, events onset dated, severity and outcome added. Patients medical history , historical drug and concomitant drug added, lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / the right side of my body were the right coil puncture my uterus"), device expulsion ("migration of essure device -coil was sitting plantiff uterus"), menorrhagia ("periods were heavy bleeding / blood clotting w/period,") and genital haemorrhage ("abnormal bleeding") in a 37-year-old female patient who had essure (ess205) (batch no. 621683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included bactrim. Other product or product use issues identified: device physical property issue "metallic coil in the right cornu is longer than the left" and medical device monitoring error "ablation done on the same day of insertion". The patient's medical history included multigravida, parity 3 ((B)(6) 1990, (B)(6) 1994, (B)(6) 1998), arthritis, chickenpox, gallbladder disorder, cholecystectomy, vaginal delivery, carpal tunnel syndrome, hives, allergic urticaria, giddiness, ear disorder and labyrinthitis. She denies pain, fever. Previously administered products included for an unreported indication: norplant, yaz and mircette. Family history included bone cancer, cervical cancer, diabetes, hypercholesterolemia, ovarian cancer and stroke. Concomitant products included from 2010 to 2013, acetylsalicylic acid;caffeine;cinnamedrine (midol) from 2009 to 2013, anesthetics, atenolol (tenormin) since (B)(6) 2013, calusterone since (B)(6) 2013, codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2013, dicycloverine hydrochloride (bentyl) since (B)(6) 2013, drospirenone + ethinylestradiol (yasmin), epinephrine (epipen) since 2000, hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2013, meclozine hydrochloride since (B)(6) 2013, mestranol;norethisterone (ortho novum) since (B)(6) 2013, naproxen and vitamins nos since 2000. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced groin pain ("groin pain (felt like plaintiff did splits and hurt)"). In 2007, the patient experienced menstruation irregular ("irregular period"). In (B)(6) 2008, the patient experienced sciatica ("sciatic nerve pain"). In 2008, the patient experienced breast pain ("sore breast"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"). In (B)(6) 2008, the patient experienced abdominal distension ("severe & persistent bloating / gassy"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse) / pain after sex on that side"). In (B)(6) 2009, the patient experienced fatigue ("fatigue") and depression ("depression"). In 2009, the patient was found to have weight increased ("weight gain") and experienced coccydynia ("jabbing in the tail bone") and paraesthesia ("felt like walking on pins/needles"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches / sharp electrical jabs on left side of head"). On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), 2 years 9 months after insertion of essure (ess205). In (B)(6) 2010, the patient experienced disturbance in attention ("easily loose focus"). In june 2010, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2010, the patient experienced the first episode of dizziness ("dizziness") and nausea ("nausea"). In (B)(6) 2010, the patient experienced dysstasia ("could not sit long or stand long without experiencing pain / could not sit with legs cross without pain"). In 2011, the patient experienced hypertrichosis ("hair growth in unexplained areas") and decreased appetite ("lack of appetite"). In 2012, the patient experienced galactorrhoea ("lactated but was never pregnant"). In (B)(6) 2013, the patient experienced the first episode of mood swings ("mood swings"), hot flush ("hot flashes") and cold sweat ("cold sweat"). In (B)(6) 2013, the patient experienced hypertension ("hypertension"), vaginal infection ("vaginal infection/vaginitis,") with vaginal discharge and cystitis ("bladder infection"). On (B)(6) 2014, the patient started bactrim at an unspecified dose and frequency. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), pain ("physical pain"), hypersensitivity ("hypersensitivity reaction") with rash, rash pruritic, rash erythematous and acne, the second episode of mood swings ("mood swings"), hypoaesthesia ("numbness / numbness on right side of face or facial spasism/numbness that goes down to my toes and up to my shoulder"), the second episode of dizziness ("dizziness"), swelling ("swelling"), dysgeusia ("metal taste in mouth"), abdominal discomfort ("stomach felt heavy and hard") and gait disturbance ("legs would sometime give out from under when she walking,"). The patient was treated with surgery (ablation and hysterectomy and bilateral removal of the fallopian tubes). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device expulsion, menorrhagia, genital haemorrhage, pain, hypersensitivity, hypertension, the last episode of mood swings, fatigue, alopecia, vaginal infection, cystitis, migraine, depression, weight increased, nausea, abdominal distension, groin pain, paraesthesia, hypertrichosis, decreased appetite, dysstasia, breast pain, galactorrhoea, swelling, disturbance in attention, dysgeusia, hot flush, cold sweat, abdominal discomfort, gait disturbance and vaginal haemorrhage outcome was unknown, the dysmenorrhoea and menstruation irregular had resolved, the dyspareunia, sciatica and hypoaesthesia had not resolved and the headache was resolving. The reporter considered abdominal discomfort, abdominal distension, alopecia, breast pain, coccydynia, cold sweat, cystitis, decreased appetite, depression, device expulsion, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, dysstasia, fatigue, gait disturbance, galactorrhoea, genital haemorrhage, groin pain, headache, hot flush, hypersensitivity, hypertension, hypertrichosis, hypoaesthesia, menorrhagia, menstruation irregular, migraine, nausea, pain, paraesthesia, sciatica, swelling, tooth disorder, uterine perforation, vaginal haemorrhage, vaginal infection, weight increased, the first episode of dizziness, the first episode of mood swings, the second episode of dizziness and the second episode of mood swings to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: the patient tolerated the procedure well. There were no complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. On (B)(6) 2013 patient had final pathologic diagnosis report resulted in 1. Cervix - mild chronic inflammation 2. Endometrium - weakly proliferative endometrium. 3. Myometrium - adenomyosis. 4. Fallopian tubes, bilateral - essure metallic coils identified. On (B)(6) 2013 patient had pregancy test. On (B)(6) 2013 patient had final pathologic diagnosis resulted in uterus with bilateral fallopian tubes, laparoscopic robotic assisted hysterectomy with bilateral salpingectomy: 1. Cervix - mild chronic inflammation. 2. Endometrium - weakly proliferativeendometrium. 3. Myometrium - adenomyosis. 4. Fallopian tubes, bilateral - essure metallic coils identified specimen: a: uterus, bilateral fallopian tubes received in formalin labeled "uterus, fallopian tubes" is a 120 g uterus with an attached cervix that measures 9.5 x 5.5 x 4.5 cm. There are 2 detached fimbriated fallopian tubes in the same container that measure 6.5 cm in length by 0.7 cm diameter and 7 cm in length x 0.7 cm diameter. There is a partially transected metal coil device at the left corneal area and at the proximal end of the longer fallopian tube. The ovaries are not present. Red-tan adhesions are noted on the superior and posterior fundic serosa. The uterus is bivalved to reveal a 2.5 x 0.8 cm stenotic endometrial cavity and adenosis of the myometrium within the superior fundus. The endometrium is smooth,red-tan, and shows no gross lesions. The cervixand endocervical canal are grosslyunremarkable. The serosa of both fallopian tubes is remarkable for multiple small quality fluid-filled cysts ranging from 0.1-0.2 cm in diameter. Sections through both fallopian tubes reveal metallic coil devices (essure inserts) present within both tubes. The coil appears to be present throughout half the length of the longer tube and less than half the length of the shorter tube. Sectioning of the right and left cornus reveals the remaining portion of the metallic coils. The metallic coil in the right cornu is longer than the left. Representative sections are submitted labeled a 1-a7. On (B)(6) 2014 patient had us pelvic and transvaginal non ob resuleted in multiple longitudinal and transverse real-time sonographic images of the pelvis were obtained trans abdominally and transvaginal. The uterus is absent. Neither ovary is identified. The previously seen complex fluid collection in the pelvis is no longer identified. No pelvic mass is seen. Impression: 1. Status post hysterectomy. 2. Interval resolution of previously seen complex pelvic fluid collection. 3. Neither ovary is identified. On (B)(6) 2013 patient had CT abdomen pelvis without contrast resulted in CT abdomen and pelvis without contrast history: right flank pain. Evaluate for nephrolithiasis. CT radiation measurements: 1. Dose length product (dlp) 638.2 mgy-cm. 2. CT dose index (ctdi) 12.35 mgy. Findings: lung bases are normal. No pericardial or pleural effusion is identified. Heterogeneous attenuation to the liver is noted, consistent with geographic fat deposition. Spleen, pancreas and bilateral adrenal glands are within normal limits. Surgical clips in gallbladder fossa are consistent with cholecystectomy. An extrarenal pelvis is noted in the right kidney. Left kidney is unremarkable. No nephrolithiasis or hydro nephrosis or ureteral calculus is seen. The bladder is unremarkable. An intrauterine device is identified within the uterus, with the intrauterine device extending to the very peripheral aspect of the uterine body. No lymph node enlargement or ascites the appendix is within normal limits. Impression- 1. No nephrolithiasis or hydro nephrosis. 2. Fatty liver.3. Intrauterine device in the uterus with the device extending to the very peripheral aspect of the uterine body. On (B)(6) 2007 patient underwent hsg test resulted in everything looked okay. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, irregular periods, nausea, vaginal bleeding ,dizziness, dysmenorrhea, weight increased, hypertension, headache, numbness, bloating, cramping lot number: 621683 manufacture date:2006-11 expiration date: 2008-10. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-mar-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / the right side of my body were the right coil puncture my uterus'), device expulsion ('migration of essure device -coil was sitting plaintiff uterus') and menorrhagia ('periods were heavy bleeding / blood clotting w/period,') in a 37-year-old female patient who had essure (ess205) (batch no. 621683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included bactrim. Other product or product use issues identified: device physical property issue "metallic coil in the right cornu is longer than the left" and medical device monitoring error "ablation done on the same day of insertion". The patient's medical history included multigravida, parity 3 ((B)(6) 1990, (B)(6) 1994, (B)(6) 1998), arthritis, chickenpox, gallbladder disorder, cholecystectomy, vaginal delivery, carpal tunnel syndrome, hives, allergic urticaria, giddiness, ear disorder and labyrinthitis. She denies pain, fever. Previously administered products included for an unreported indication: norplant, yaz and mircette. Family history included bone cancer, cervical cancer, diabetes, hypercholesterolemia, ovarian cancer and stroke. Concomitant products included from 2010 to 2013, acetylsalicylic acid;caffeine;cinnamedrine (midol) from 2009 to 2013, anesthetics, atenolol (tenormin) since (B)(6) 2013, calusterone since (B)(6) 2013, codeine phosphate; paracetamol (tylenol with codeine no.3) since (B)(6) 2013, dicycloverin hydrochloride (bentyl) since (B)(6) 2013, drospirenone + ethinylestradiol (yasmin), epinephrine (epipen) since 2000, hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2013, meclozine hydrochloride since (B)(6) 2013, mestranol;norethisterone (ortho novum) since (B)(6) 2013, naproxen and vitamins nos since 2000. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced groin pain ("groin pain (felt like plaintiff did splits and hurt)"). In 2007, the patient experienced menstruation irregular ("irregular period"). In (B)(6) 2008, the patient experienced sciatica ("sciatic nerve pain/sciatic flare ups"). In 2008, the patient experienced breast pain ("sore breast"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"). In (B)(6) 2008, the patient experienced abdominal distension ("severe & persistent bloating / gassy"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse) / pain after sex on that side"). In (B)(6) 2009, the patient experienced fatigue ("fatigue") and depression ("depression"). In 2009, the patient was found to have weight increased ("weight gain") and experienced coccydynia ("jabbing in the tail bone") and paraesthesia ("felt like walking on pins/needles"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches / sharp electrical jabs on left side of head"). On (B)(6) 2009, the patient experienced genital haemorrhage ("abnormal bleeding"), 2 years 9 months after insertion of essure (ess205). In (B)(6) 2010, the patient experienced disturbance in attention ("easily loose focus"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2010, the patient experienced the first episode of dizziness ("dizziness") and nausea ("nausea"). In (B)(6) 2010, the patient experienced dysstasia ("could not sit long or stand long without experiencing pain / could not sit with legs cross without pain"). In 2011, the patient experienced hypertrichosis ("hair growth in unexplained areas") and decreased appetite ("lack of appetite"). In 2012, the patient experienced galactorrhoea ("lactated but was never pregnant"). In (B)(6) 2013, the patient experienced the first episode of mood swings ("mood swings"), hot flush ("hot flashes") and cold sweat ("cold sweat"). In (B)(6) 2013, the patient experienced hypertension ("hypertension"), vaginal infection ("vaginal infection/vaginitis,") with vaginal discharge and cystitis ("bladder infection"). On (B)(6) 2014, the patient started bactrim at an unspecified dose and frequency. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), pain ("physical pain"), hypersensitivity ("hypersensitivity reaction") with rash, rash pruritic, rash erythematous and acne, the second episode of mood swings ("mood swings"), hypoaesthesia ("numbness / numbness on right side of face or facial spasism/numbness that goes down to my toes and up to my shoulder"), the second episode of dizziness ("dizziness"), swelling ("swelling"), dysgeusia ("metal taste in mouth"), abdominal discomfort ("stomach felt heavy and hard"), gait disturbance ("legs would sometime give out from under when she walking,") and scar ("less scar"). The patient was treated with surgery (ablation and hysterectomy and bilateral removal of the fallopian tubes). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device expulsion, menorrhagia, genital haemorrhage, pain, hypersensitivity, hypertension, the last episode of mood swings, fatigue, alopecia, vaginal infection, cystitis, migraine, depression, weight increased, nausea, abdominal distension, groin pain, paraesthesia, hypertrichosis, decreased appetite, dysstasia, breast pain, galactorrhoea, swelling, disturbance in attention, dysgeusia, hot flush, cold sweat, abdominal discomfort, gait disturbance, vaginal haemorrhage and scar outcome was unknown, the dysmenorrhoea and menstruation irregular had resolved, the dyspareunia, sciatica and hypoaesthesia had not resolved and the headache was resolving. The reporter considered abdominal discomfort, abdominal distension, alopecia, breast pain, coccydynia, cold sweat, cystitis, decreased appetite, depression, device expulsion, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, dysstasia, fatigue, gait disturbance, galactorrhoea, genital haemorrhage, groin pain, headache, hot flush, hypersensitivity, hypertension, hypertrichosis, hypoaesthesia, menorrhagia, menstruation irregular, migraine, nausea, pain, paraesthesia, scar, sciatica, swelling, tooth disorder, uterine perforation, vaginal haemorrhage, vaginal infection, weight increased, the first episode of dizziness, the first episode of mood swings, the second episode of dizziness and the second episode of mood swings to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: the patient tolerated the procedure well. There were no complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. On (B)(6) 2013 patient had final pathologic diagnosis report resulted in 1. Cervix - mild chronic inflammation 2. Endometrium - weakly proliferative endometrium. 3. Myometrium - adenomyosis. 4. Fallopian tubes, bilateral - essure metallic coils identified. On (B)(6) 2013 patient had pregnancy test. On (B)(6) 2013 patient had final pathologic diagnosis resulted in uterus with bilateral fallopian tubes, laparoscopic robotic assisted hysterectomy with bilateral salpingectomy: cervix - mild chronic inflammation. Endometrium - weakly proliferative endometrium. Myometrium - adenomyosis. Fallopian tubes, bilateral - essure metallic coils identified specimen: a: uterus, bilateral fallopian tubes received in formalin labeled "uterus, fallopian tubes" is a 120 g uterus with an attached cervix that measures 9.5 x 5.5 x 4.5 cm. There are 2 detached fimbriated fallopian tubes in the same container that measure 6.5 cm in length by 0.7 cm diameter and 7 cm in length x 0.7 cm diameter. There is a partially transected metal coil device at the left corneal area and at the proximal end of the longer fallopian tube. The ovaries are not present. Red-tan adhesions are noted on the superior and posterior fundic serosa. The uterus is bivalved to reveal a 2.5 x 0.8 cm stenotic endometrial cavity and adenosis of the myometrium within the superior fundus. The endometrium is smooth,red-tan, and shows no gross lesions. The cervix and endocervical canal are grossly un remarkable. The serosa of both fallopian tubes is remarkable for multiple small quality fluid-filled cysts ranging from 0.1-0.2 cm in diameter. Sections through both fallopian tubes reveal metallic coil devices (essure inserts) present within both tubes. The coil appears to be present throughout half the length of the longer tube and less than half the length of the shorter tube. Sectioning of the right and left cornus reveals the remaining portion of the metallic coils. The metallic coil in the right cornu is longer than the left. Representative sections are submitted labeled a 1-a7. On (B)(6) 2014 patient had us pelvic and transvaginal non ob resulted in multiple longitudinal and transverse real-time sonographic images of the pelvis were obtained trans abdominally and transvaginal. The uterus is absent. Neither ovary is identified. The previously seen complex fluid collection in the pelvis is no longer identified. No pelvic mass is seen. Impression: status post hysterectomy. Interval resolution of previously seen complex pelvic fluid collection. Neither ovary is identified. On (B)(6) 2013 patient had CT abdomen pelvis without contrast resulted in CT abdomen and pelvis without contrast history: right flank pain. Evaluate for nephrolithiasis. CT radiation measurements: dose length product (dlp) 638.2 mgy-cm. CT dose index (ctdi) 12.35 mgy. Findings: lung bases are normal. No pericardial or pleural effusion is identified. Heterogeneous attenuation to the liver is noted, consistent with geographic fat deposition. Spleen, pancreas and bilateral adrenal glands are within normal limits. Surgical clips in gallbladder fossa are consistent with cholecystectomy. An extrarenal pelvis is noted in the right kidney. Left kidney is unremarkable. No nephrolithiasis or hydro nephrosis or ureteral calculus is seen. The bladder is unremarkable. An intrauterine device is identified within the uterus, with the intrauterine device extending to the very peripheral aspect of the uterine body. No lymph node enlargement or ascites the appendix is within normal limits. Impression- 1. No nephrolithiasis or hydro nephrosis. 2. Fatty liver.3. Intrauterine device in the uterus with the device extending to the very peripheral aspect of the uterine body. On (B)(6) 2007 patient underwent hsg test resulted in everything looked okay. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, irregular periods, nausea, vaginal bleeding ,dizziness, dysmenorrhea, weight increased, hypertension, headache, numbness, bloating, cramping lot number: 621683 manufacture date:2006-11, expiration date: 2008-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event "scar" was added and new reporter were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / the right side of my body were the right coil puncture my uterus'), device expulsion ('migration of essure device -coil was sitting plantiff uterus') and menorrhagia ('periods were heavy bleeding / blood clotting w/period,') in a 37-year-old female patient who had essure (ess205) (batch no. 621683) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included bactrim. Other product or product use issues identified: device physical property issue "metallic coil in the right cornu is longer than the left" and medical device monitoring error "ablation done on the same day of insertion". The patient's medical history included multigravida, parity 3 ((B)(6) 1990, (B)(6) 1994, (B)(6) 1998), arthritis, chickenpox, gallbladder disorder, cholecystectomy, vaginal delivery, carpal tunnel syndrome, hives, allergic urticaria, giddiness, ear disorder and labyrinthitis. She denies pain, fever. Previously administered products included for an unreported indication: norplant, yaz and mircette. Family history included bone cancer, cervical cancer, diabetes, hypercholesterolemia, ovarian cancer and stroke. Concomitant products included from 2010 to 2013, acetylsalicylic acid; caffeine; cinnamedrine (midol) from 2009 to 2013, anesthetics, atenolol (tenormin) since (B)(6) 2013, calusterone since (B)(6) 2013, codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2013, dicycloverine hydrochloride (bentyl) since (B)(6) 2013, drospirenone + ethinylestradiol (yasmin), epinephrine (epipen) since 2000, hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2013, meclozine hydrochloride since (B)(6) 2013, mestranol;norethisterone (ortho novum) since (B)(6) 2013, naproxen and vitamins nos since 2000. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced groin pain ("groin pain (felt like plaintiff did splits and hurt)"). In 2007, the patient experienced menstruation irregular ("irregular period"). In (B)(6) 2008, the patient experienced sciatica ("sciatic nerve pain/sciatic flare ups"). In 2008, the patient experienced breast pain ("sore breast"). In (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal menorrhagia)"). In (B)(6) 2008, the patient experienced abdominal distension ("severe & persistent bloating / gassy"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse) / pain after sex on that side"). In (B)(6) 2009, the patient experienced fatigue ("fatigue") and depression ("depression"). In 2009, the patient was found to have weight increased ("weight gain") and experienced coccydynia ("jabbing in the tail bone") and paraesthesia ("felt like walking on pins/needles"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches / sharp electrical jabs on left side of head"). On (B)(6) 2009, the patient experienced genital haemorrhage ("abnormal bleeding"), 2 years 9 months after insertion of essure (ess205). In (B)(6) 2010, the patient experienced disturbance in attention ("easily loose focus"). In (B)(6) 2010, the patient experienced periodontal disease ("dental problems/peridontal disease"). In (B)(6) 2010, the patient experienced the first episode of dizziness ("dizziness") and nausea ("nausea"). In (B)(6) 2010, the patient experienced dysstasia ("could not sit long or stand long without experiencing pain / could not sit with legs cross without pain"). In 2011, the patient experienced hypertrichosis ("hair growth in unexplained areas") and decreased appetite ("lack of appetite"). In 2012, the patient experienced galactorrhoea ("lactated but was never pregnant"). In (B)(6) 2013, the patient experienced the first episode of mood swings ("mood swings"), hot flush ("hot flashes") and cold sweat ("cold sweat"). In (B)(6) 2013, the patient experienced hypertension ("hypertension"), vaginal infection ("vaginal infection/vaginitis,") with vaginal discharge and cystitis ("bladder infection"). On (B)(6) 2014, the patient started bactrim at an unspecified dose and frequency. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain, device expulsion (seriousness criteria medically significant and intervention required), pain ("physical pain"), hypersensitivity ("hypersensitivity reaction") with rash, rash pruritic, rash erythematous and acne, the second episode of mood swings ("mood swings"), hypoaesthesia ("numbness / numbness on right side of face or facial spasism/numbness that goes down to my toes and up to my shoulder"), the second episode of dizziness ("dizziness"), swelling ("swelling"), dysgeusia ("metal taste in mouth"), abdominal discomfort ("stomach felt heavy and hard"), gait disturbance ("legs would sometime give out from under when she walking,"), scar ("less scar"), tooth fracture ("my teeth were cracking"), gingival bleeding ("my gums dont bleed as badly as they use to/fear of flossing") and temperature intolerance ("sensitivity to hot/cold"). The patient was treated with surgery (ablation and hysterectomy and bilateral removal of the fallopian tubes). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device expulsion, menorrhagia, genital haemorrhage, pain, hypersensitivity, hypertension, periodontal disease, the last episode of mood swings, fatigue, alopecia, vaginal infection, cystitis, migraine, depression, weight increased, nausea, abdominal distension, groin pain, paraesthesia, hypertrichosis, decreased appetite, dysstasia, breast pain, galactorrhoea, swelling, disturbance in attention, dysgeusia, hot flush, cold sweat, abdominal discomfort, gait disturbance, vaginal haemorrhage, scar, tooth fracture and temperature intolerance outcome was unknown, the dysmenorrhoea and menstruation irregular had resolved, the dyspareunia, sciatica and hypoaesthesia had not resolved and the headache and gingival bleeding was resolving. The reporter considered abdominal discomfort, abdominal distension, alopecia, breast pain, coccydynia, cold sweat, cystitis, decreased appetite, depression, device expulsion, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, dysstasia, fatigue, gait disturbance, galactorrhoea, genital haemorrhage, gingival bleeding, groin pain, headache, hot flush, hypersensitivity, hypertension, hypertrichosis, hypoaesthesia, menorrhagia, menstruation irregular, migraine, nausea, pain, paraesthesia, periodontal disease, scar, sciatica, swelling, temperature intolerance, tooth fracture, uterine perforation, vaginal haemorrhage, vaginal infection, weight increased, the first episode of dizziness, the first episode of mood swings, the second episode of dizziness and the second episode of mood swings to be related to essure (ess205). The reporter commented: the patient tolerated the procedure well. There were no complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. On (B)(6) 2013 patient had final pathologic diagnosis report resulted in 1. Cervix - mild chronic inflammation 2. Endometrium - weakly proliferative endometrium. 3. Myometrium - adenomyosis. 4. Fallopian tubes, bilateral - essure metallic coils identified. On (B)(6) 2013 patient had pregancy test. On (B)(6) 2013 patient had final pathologic diagnosis resulted in uterus with bilateral fallopian tubes, laparoscopic robotic assisted hysterectomy with bilateral salpingectomy: 1. Cervix - mild chronic inflammation. 2. Endometrium - weakly proliferativeendometrium. 3. Myometrium - adenomyosis. 4. Fallopian tubes, bilateral - essure metallic coils identified. Specimen: a: uterus, bilateral fallopian tubes received in formalin labeled "uterus, fallopian tubes" is a 120 g uterus with an attached cervix that measures 9.5 x 5.5 x 4.5 cm. There are 2 detached fimbriated fallopian tubes in the same container that measure 6.5 cm in length by 0.7 cm diameter and 7 cm in length x 0.7 cm diameter. There is a partially transected metal coil device at the left corneal area and at the proximal end of the longer fallopian tube. The ovaries are not present. Red-tan adhesions are noted on the superior and posterior fundic serosa. The uterus is bivalved to reveal a 2.5 x 0.8 cm stenotic endometrial cavity and adenosis of the myometrium within the superior fundus. The endometrium is smooth,red-tan, and shows no gross lesions. The cervixand endocervical canal are grosslyunremarkable. The serosa of both fallopian tubes is remarkable for multiple small quality fluid-filled cysts ranging from 0.1-0.2 cm indiameter. Sections through both fallopian tubes reveal metallic coil devices (essure inserts) present within both tubes. The coil appears to be present throughout half the length of the longer tube and less than half the length of the shorter tube. Sectioning of the right and left cornus reveals the remaining portion of the metallic coils. The metallic coil in the right cornu is longer than the left. Representative sections are submitted labeled a 1-a7. On (B)(6) 2014 patient had us pelvic and transvaginal non ob resuleted in multiple longitudinal and transverse. Real-time sonographic images of the pelvis were obtained trans abdominally and transvaginal. The uterus is absent. Neither ovary is identified. The previously seen complex fluid collection in the pelvis is no longer identified. No pelvic mass is seen. Impression: 1. Status post hysterectomy. 2. Interval resolution of previously seen complex pelvic fluid collection. 3. Neither ovary is identified. On (B)(6) 2013 patient had CT abdomen pelvis without contrast resulted in CT abdomen and pelvis without contrast history: right flank pain. Evaluate for nephrolithiasis. CT radiation measurements: 1. Dose length product (dlp) 638.2 mgy-cm. 2. CT dose index (ctdi) 12.35 mgy. Findings: lung bases are normal. No pericardial or pleural effusion is identified. Heterogeneous attenuation to the liver is noted, consistent with geographic fat deposition. Spleen, pancreas and bilateral adrenal glands are within normal limits. Surgical clips in gallbladder fossa are consistent with cholecystectomy. An extrarenal pelvis is noted in the right kidney. Left kidney is unremarkable. No nephrolithiasis or hydro nephrosis or ureteral calculus is seen. The bladder is unremarkable. An intrauterine device is identified within the uterus, with the intrauterine device extending to the very peripheral aspect of the uterine body. No lymph node enlargement or ascites the appendix is within normal limits. Impression- 1. No nephrolithiasis or hydro nephrosis. 2. Fatty liver.3. Intrauterine device in the uterus with the device extending to the very peripheral aspect of the uterine body. On (B)(6) 2007 patient underwent hsg test resulted in everything looked okay. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, irregular periods, nausea, vaginal bleeding ,dizziness, dysmenorrhea, weight increased, hypertension, headache, numbness, bloating, cramping concerning the injuries reported in this case, the following ones were reported via social media : periodontal disease, tooth fracture, gingival bleeding, temperature intolerance. Lot number: 621683 manufacture date:2006-11 expiration date: 2008-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 16,17, 18,19 were processed together. Social media content received: reporter added. Event : my teeth were cracking, my gums dont bleed as badly as they use to/fear of flossing , sensitivity to hot/cold /peridontal disease, my teeth were cracking, my gums dont bleed as badly as they use to/fear of flossing , sensitivity to hot/cold and dental problems were updated to dental problems/peridontal disease addded on 20-mar-2020: fu 16,17, 18,19 were processed together. Social media content received: reporter added. On 20-mar-2020: fu 16,17, 18,19 were processed together. Social media content received: reporter added. On 23-mar-2020: no new information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.